Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous mid left anterior descending coronary artery. Pre-dilatation was performed with a non-abbott dilatation catheter and then the 2.5x15 mm trek balloon dilatation catheter (bdc) was used for inflation but the balloon would not inflate enough and ruptured at the second attempt at 8 atmospheres. A new balloon was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.